Event description:
The following information was received from the field: during a coronary intervention, the catheter tip broke off inside of the pt. Additional information received indicates that the procedure was prolonged several hours while trying to retrieve the tip of the catheter, however, all attempts were unsuccessful. The tip lodged itself in a "safe" location and was left in the pt. The pt was then taken to ICU. Additional details for this case have been requested from the initial reporter. To date, no additional information has been forthcoming.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.